Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va11xdu, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that it was replaced due to normal battery depletion and because some of the probes were broken. No further complications were reported or were expected.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# va11xdu serial# implanted: 2016 (B)(6) explanted: 2017 (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on november 2nd reported they never experienced the broken probes, they just did not have symptom relief. The patient stated there was no specific event. The patient noted the cause of the probes being broken was not determined. There were no further complications that have been reported as a result of this event.